Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the battery compartment is cracked and the display screen is blank. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No blank display. Lcd board ok. The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip and cracked lcd window.